Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap nephrectomy procedure there was no distal clip closure. Distal tip of clips cross over. Another like device was used. There was no patient consequence.